Event description:
This is report 1 of 3 for the same event. It was reported that during a craniotomy surgery the motor device was being used with a craniotome device and a cutter device and the "sleeve came apart in skull of patient". The reporter stated that the "drill and craniotome fell apart" and the surgeon then ¿tossed the device against the wall¿. There was a thirty minute delay to the planned surgical procedure. A spare device was available for use. There was no information reported on whether the "sleeve" was removed from the patient. The reporter stated that the patient outcome was unknown. The reporter indicated that there was no serious injury, death or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.